Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that t.w. Power supply did not have consistent power, 'not constant burning. Changed out cords and still had issue with energy being delivered. Power supply setting is unknown. Used another vh-3010 to complete the case. No procedural delay. No patient effects.

Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial#: (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformance's identified for the manufacturing batch.

Event description:
N/a.